Event description:
It was reported that after two days of an inflatable penile prosthesis (ipp) procedure, the patient choked on a cough drop and had an approximately ten minutes coughing resulting in a herniated reservoir. The original reservoir was removed, and a new reservoir was placed sub muscularly at the midline. A general surgeon joined the revision surgery to place a hernia mesh over the original hernia defect. The patient outcome was reported to be fully recovered.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that after two days of an inflatable penile prosthesis (ipp) procedure, the patient choked on a cough drop and had an approximately ten minutes coughing resulting in a herniated reservoir. The original reservoir was removed, and a new reservoir was placed sub muscularly at the midline. A general surgeon joined the revision surgery to place a hernia mesh over the original hernia defect. The patient outcome was reported to be fully recovered.